Manufacturer narrative:
Additional information provided in describe event or problem, device evaluated by MFR?, evaluation codes, and additional MFR narrative. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is within specifications and works as intended. (B)(4).

Event description:
Additional information received from the reporter, the patient has not returned for further follow up.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that two months following bilateral lasik surgery, the patient presented with dryness in both eyes. The patient was treated with punctum plug insertion, increased steroid eye drops, and artificial tears, which she uses 'a few times a day.' Per the optometrist, the symptoms are not disabling or significantly interfere with daily activities. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.